Event description:
The customer reported that the device cart tipped over and the feet and latch were broken. There was no patient involvement when the issue occurred. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer was informed that the feet and latch can ordered as individual parts. The remote service engineer (rse) provided the customer with part ids. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 07/28/2022, 08/26/2022, 09/07/2022 and 12/03/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.